Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was mildly calcified, heavily tortuous, and 90% stenosed. Post deployment of the 2.5x12mm xience v stent, a proximal edge dissection was observed. A xience prime stent was deployed to treat the dissection with a good end result. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.